Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to hyperglycemia as well as vomiting on (B)(6) 2019 with blood glucose value 600 mg/dl. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 117 mg/dl. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with insulin shots and intravenous insulin for high blood glucose level customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because there was no significant event that would lead to her high blood glucose. The device will not be returned for analysis.